Manufacturer narrative:
Follow-up #2: date of submission 09/23/2016. Correction to investigation findings: unrelated to the original complaint, the pump was opened to find evidence of moisture corrosion on the motor flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 078 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: a review of the black box and alarm history showed multiple call service 078 alarms. The pump powered on with no alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no call service alarms were received. The pump was opened to find evidence of moisture corrosion on the motor flex connector.